Event description:
It was reported that the user experienced difficulty charging the ilet, requiring repositioning on the charger and cord swaps, and that troubleshooting determined the charger was not functioning as intended, leading to shipment of a replacement charger. Symptoms included no clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included technical troubleshooting with the user. Investigation of this case revealed a suspected charger hardware malfunction affecting power delivery to the device. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the external charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.